Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, high pacing impedance was noted on the right atrial (ra) lead. The physician attempted to reposition the ra lead, however, the helix was unable to extend. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. The reported event of the helix could not extend was confirmed. X-ray examination of the lead found overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length met specification. The cause of the reported event of the helix could not extend was isolated to the helix clogged with dried blood/tissue and overtorqued of the inner coil. The reported event of high impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.